Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was cancelling boluses without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the meter was not returned with the pump. During investigation, a review of the pump¿s black box showed evidence of one ¿partial delivery, user aborted pump¿ warning on 01/01/2014. The pump powered on to the verify screen with audible and vibratory features. During testing, the pump was exercised for a 24 hour duration period on a 1.0u/hr basal program; no eaw¿s occurred during this time period. The pump was paired with a test meter. A 10u bolus was successfully performed from the test meter to the pump with no alarms or warnings. A 10u normal and 10u audio bolus were successfully performed from the pump and was found to be accurately recorded in the pump history. No hypersensitive keys were observed on pump keypad. The history settings issue was observed in pump's history but was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.